Event description:
It was reported that tip detachment occurred. A savion flx guidewire was selected for use along with an 0.14 rubicon guide catheter to cross the occluded anterior tibial artery. However, the tip of the wire snapped off in the occluded vessel. The physician has no plans in removing the detached fragment as the patient will be in greater risk in trying to retrieve it. The procedure was completed with a different wire. No complications were reported. The patient was fine post procedure and fully recovered.

Manufacturer narrative:
H6 impact codes: changed "no health consequences or impact" to "serious injury/illness impairment".

Event description:
It was reported that tip detachment occurred. A savion flx guidewire was selected for use along with an 0.14 rubicon guide catheter to cross the occluded anterior tibial artery. However, the tip of the wire snapped off in the occluded vessel. The physician has no plans in removing the detached fragment as the patient will be in greater risk in trying to retrieve it. The procedure was completed with a different wire. No complications were reported. The patient was fine post procedure and fully recovered.